Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer, "PICC inserted in the right upper arm brachial vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 (dwell time 17 days). A chest x-ray was taken on (B)(6) 2022 that showed the catheter kink but the kink wasn't discovered until (B)(6) 2022. A new PICC was inserted in the left upper arm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink was confirmed but the cause is unknown. An ap radiograph of the right arm/humerus was returned for evaluation. A catheter, consistent with the implicated 5fr t/l powerpicc provena catheter, was seen in the image. A kink was visible in the catheter shaft. The kink appeared to be located either at the skin insertion site or as the catheter entered the muscle. Possible contributing factors for a kink in the catheter could include the anatomic variables, catheter placement, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen¿. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer, "PICC inserted in the right upper arm brachial vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 (dwell time 17 days). A chest x-ray was taken on (B)(6) 2022 that showed the catheter kink but the kink wasn't discovered until (B)(6) 2022. A new PICC was inserted in the left upper arm."